Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the initial placement depth was at 5 millimeters (mm) on the non-coronary cusp (ncc), which was considered to be too deep relative to the target implant depth. Subsequently, the valve was recaptured. Upon recapture, the delivery catheter system (dcs) dislodged, resulting in low blood pressure. Upon the second deployment attempt, the valve was deployed at 2-3 mm on the ncc and 2-3 mm on the left coronary cusp (lcc). Following the successful deployment, a mild sinotubular junction (stj) dissection was observed via echocardiogram. It was determined that no immediate intervention was required, and the patient was placed under observation.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: (B)(6); explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.